Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late, capsular contracture.

Event description:
Healthcare professional reported right side "pain", "prosthesis showing undulation of its contours", "small amount of peri-implant anechoic fluid" and "increase in volume size and hardening in the right breast". The device remains implanted.